Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip without a wrench was received in a bag for the report. The returned sample was visually inspected and was found to be non-conforming. The phacoemulsification tip was broken at the aspiration bypass (ab) hole with slightly jagged edges. Only one part of the broken phacoemulsification tip was returned for evaluation. Even wall thickness was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. The exact root cause for the broken phacoemulsification tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6 and h.11. A sample was not received at investigation site for evaluation for the report. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the phacoemulsification tip was broken during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).